Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for two patient samples tested with the elecsys ige ii immunoassay on a cobas e 411 immunoassay analyzer. The first sample initially resulted with an ige value of 0.665 iu/ml and this value was reported outside of the laboratory to the physician. The sample was repeated on (b(6)2018, resulting as 120.5 iu/ml. The second sample, from a 10 month old patient, initially resulted with an ige value of 0.645 iu/ml. The value was reported outside of the laboratory to a physician and he stated that the result did not match the clinical picture of the patient. The sample was repeated on (B)(6) 2018, resulting as 56.6 iu/ml. No adverse events were alleged to have occurred with the patients. The ige reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The field service engineer performed maintenance on the analyzer and ran performance testing. After these service actions, the customer did not have any further issues. The engineer found that the customer only runs controls once a week since they have such low sample throughput. The customer did not have any records of maintenance performed on the instrument since july 2016. System reagents were on board for more than 72 hours and there was no record of when these were loaded on the analyzer. The measuring cell has been installed on the analyzer for more than 1 year. The customer did not use rack adapters for 13 mm. Diameter tubes. The ige reagent lot number was 313187.

Manufacturer narrative:
The performance testing run by the engineer was successful. Upon review of the alarm trace and the provided calibration and control data, there was no indication of an issue related to a hardware or software problem. Investigations have determined that the issue was related to incomplete maintenance of the analyzer.